Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. Fse verified analyzer resumed normal operation. Pt information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results for sodium (na) and potassium (k) on their dxc 600i clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer did not provide patient data or demographics.